Manufacturer narrative:
(B)(4). Method: the device was reported as not to be available for testing. However, a review of the device history record (DHR) review was performed for the lot number reported. A review of the reported use conditions was also completed. Results: as no devices were received, no test methods were performed and testing results cannot be obtained. Per the DHR review the device met all manufacturing and quality specifications at release. Use review regarding fast flow from france. Patient was being administered fabrazyme to infuse 250ml/hr for 2 hours. Pump filled to 500ml. Infusion began at 1145 and was completed at 1300. No reported adverse patient resulted. Reported information does not reveal the product was not used in accordance with the instructions for use. The facility conditions (the patient's home) were normal and did not contribute to the incident. No evidence was reported to infer the customer was a new or inexperienced user. Many factors affect the flow of medications. According to the factors affecting flow technical bulletin: a variety of factors such as fill volume, temperature, pump position, and storage times affect the flow rate accuracy of elastomeric pumps. These factors may result in an increase or decrease in flow rate from the labeled flow rate and impact the delivery time. The information presented on the attached table outlines the factors affecting flow rate and presents information to help ensure accurate delivery times. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the device was reported as not to be available for testing. However, a review of the device history record (DHR) review was performed for the lot number reported. Results: as no devices were received, no test methods were performed and testing results cannot be obtained. Per the DHR review the device met all manufacturing and quality specifications at release. Conclusion: additional information has been requested, however not yet received. We are currently investigating this complaint therefore, a follow-up report will be filed when the investigation has been completed.

Event description:
It was reported that the infusion was "done in 1 hour and 15 instead of 2 hours. There were no clinical consequences and the medication was fabrazyme 35mg 3 tubes in 500 ml of nacl. The patient discovered the incident at home. The pump was empty at the end of infusion and estimated empty visually. Device is not available for return. Pump filled 11:30am. Infusion started 11:45am. Infusion stopped: 1:00pm".